Event description:
This is filed to report the clip detaching from one leaflet requiring intervention. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4. One clip (20221r121) was placed on the valve and positioning was thought to be good despite some imaging difficulty. However; post deployment the clip detached from the posterior leaflet (single leaflet device attachment/slda). There was calcification on the posterior leaflet that the physician attributes the slda to. A second clip was implanted to stabilize the first clip with no issues, reducing the mr grade to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the reported single leaflet device attachment (slda) appears to be due to challenging anatomy. The reported poor image resolution was difficult to visualize the clip during the procedure. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.